Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded. Product code.

Event description:
The customer reported they have had multiple g-tube dislodgements pertaining to bulbs that were deflated. Their nurses believe the g-tube bulb has a leak which is causing the g-tube bulb to deflate and leading to dislodgment of the g-tube. No further details are available regarding each incident.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. However, a supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.